Event description:
It was reported the patient (pt) had discomfort in their toes following trial implant procedure. The physician decided to remove the leads within 30 minutes of the procedure completion due to this. The cause is unknown, and it is unknown if the issue has been resolved. The leads were discarded. The rep provided the serial number of the wens, and noted it was unknown if the issue had been resolved but the information was confirmed with the physician.

Manufacturer narrative:
Continuation of d10: product ID: 977d260, lot# (B)(6) serial#, implanted: on (B)(6) 2026, explanted: on (B)(6) 2026, product type: screening device, product ID: 977d260, lot#: (B)(6) serial#, implanted: on (B)(6) 2026, explanted: on (B)(6) 2026, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot#: (B)(6), ubd: 24-dec-2029, UDI#: (B)(4); product ID: 977d260, serial/lot#: (B)(6), ubd: 24-dec-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.